Manufacturer narrative:
Please note, that this complaint# 1072061 (mfg report number: 8010762-2024-00347) is a double entry to the already reported complaint# (B)(4) (mfg report number: 8010762-2024-00328). This was confirmed by the service and sales unit. Therefore this complaint will not further investigated and closed. All further investigation steps will be done within the already opened and reported complaint# (B)(4) (mfg report number: 8010762-2024-00328).

Event description:
Complaint ID: (B)(4).

Event description:
It was reported: ¿back flow error when on pat¿ and ¿back flow error, not clearing for staff¿ the event occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.